Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:coronary sinus stenting for the stabilization of left ventricular lead during resynchronization therapy. Europace 2006;8:367-370.

Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) implantable pacing leads. Two patients were noted in the article. The article reports that the first patient's initial lead was difficult to position. The lead was removed and a second lead was placed. It was noted that shortly after implant the lead dislodged and required repositioning. The lead was stabilized using a stent. The status of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.